Event description:
As reported by the user facility: (B)(4), lot # 1k23258237, 1 item, reported (B)(6) 2012 via e-mail to website, reports needle stick injury. "We had a safety device failure resulting in a needle stick for an emt. Specifically, when the emt was cleaning up the site after a trauma pt, he picked up the used introcan supposed to spring forward and cover the needle was stuck half way down the needle, leaving the tip exposed. I tried a couple of ones in stock and didn't experience this". Spoke with customer. Incident occurred (B)(6) 2012 in clean up of a trauma scene where severe trauma had occurred to the pt. Emt is following facility needle stick protocol. Sample was not saved.

Manufacturer narrative:
(B)(4). (B)(4) (imptr) is submitting this report on behalf of b. Braun (B)(4) (MFR). This report has been identified as b. Braun (B)(4). The actual device in the reported incident was not returned for eval. W/o the actual sample a thorough investigation could not be performed. The batch record was reviewed and there were no such defects encountered during final control inspection. There are no other reports of this nature against the reported lot number. While no specific conclusions can be drawn, the event description indicates that the incident occurred while the emt was cleaning up the site after a trauma pt. It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR. A f/u report will be filed if add'l pertinent info regarding the investigation becomes available.